Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that the insulin pump alarmed intermittent calibration errors, bad sensor alert, and change sensor. She woke up with a sensor glucose reading of 300 mg/dl, treated, and the blood glucose reading was 120 mg/dl. She said that this did not lead to hospitalization. The next day the blood glucose reading was between 30 to 40 mg/dl. The customer stated that the low blood glucose levels caused a seizure. She stated that the paramedics were called to her residence and treated her with orange juice and glucose. She stated that she was unsure how long she had experienced the low blood glucose. No significant events leading to the paramedic visit were noted. She stated that she had lower blood glucose than normal due to not having accurate settings in the insulin pump. She declined troubleshooting. She also went to the emergency room 2 days later for head injury from the seizure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-84597.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed for low readings.